Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that a malfunction alarm occurred and the pump stopped all insulin delivery. The customers blood glucose (bg) level was impacted above (30 mg/dl) the customer disconnected from the pump and ate sugar pills to stabilize bg level. Reportedly, the customer had dropped the pump a few times recently. It was indicated that the customer would use manual injections as alternate insulin therapy.